Event description:
The customer reported to olympus that air/water leakages were found on the evis exera ii bronchovideoscope. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: burnt marks found on the plastic distal end cover. There was no patient involvement or impact associated with the reported event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed as the device failed the leak test. During the evaluation it was found that there was a pinhole at the bending section cover. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: the c-cover surface was burned from the biopsy channel opening to periphery in right direction, when performing high-frequency cauterization, or laser cauterization, the user misused as follows: when performing high-frequency cauterization: a. Let the distal end of the subject device contact with mucosa. B. Did not protrude an endo therapy accessory to the visible position of green marking in sheath of the accessory. C. Electrified without contacting electrode of an endo therapy accessory with mucosa. When performing laser cauterization: performed laser cauterization treatment without keeping distance from the distal end of the device until the tip of the laser probe was surely visible on endoscopic image. The event can be prevented by following the instructions for use which state: 1. IFU provides the following warnings for high-frequency cauterization. Operation manual chapter 4.3 using endo therapy accessories always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. 2. IFU provides the following warnings for laser cauterization. To avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. Olympus will continue to monitor field performance for this device.